Manufacturer narrative:
Patient information and event date were requested, but the customer did not response.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported that the unit was in use on patient, but there was no patient harm reported.